Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included difficulty sleeping. Concurrent conditions included vaginal pain, pudendal neuralgia, dysuria, flank pain, bladder pain, prostate specific antigen increased, chronic sinusitis, depressive disorder, anxiety disorder, insomnia, salivary hyposecretion, cystitis interstitial, esophageal reflux, irritable bowel syndrome, restless leg syndrome, vaginal yeast infection, rhinitis allergic, headache, left upper quadrant pain, urinary urgency, urinary frequency, chest heaviness, gerd, fibromyalgia, vulval burning sensation, degenerative joint disease, deviated nasal septum, cystocele, menometrorrhagia, uterine bleeding, peptic ulcer, stress incontinence, uterovaginal prolapse and endometriosis externa. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), migraine ("migraine/headaches") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorhagia(bleeding b/w periods)"), hypersensitivity ("allergic reaction nos"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), visual impairment ("vision problem"), fatigue ("fatigue") and iron deficiency ("iron deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, hypersensitivity, vaginal discharge, urinary tract infection, vaginal infection, visual impairment, weight increased, fatigue, migraine, iron deficiency and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, iron deficiency, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6)2007' patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain., metrorrhagia, menorrhagia, allergy reaction nos, vaginal discharge, uti, vaginal infect, vision problem, weight gain, fatigue, migraine and iron deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2007: total bilateral occlusion.. Imaging procedure - on (B)(6)2007: essure confirmation test(s) (unspecified) bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, back pain, fatigue, dyspareunia, dysmenorrhea, menorrhagia, and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and medical record received. Event added: abnormal bleeding(vaginal). Event clubbed: migraine/headaches. Event severity added for: pelvic pain, back pain and abdominal pain. Reporters and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), hypersensitivity ("allergic reaction nos"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), visual impairment ("vision problem"), fatigue ("fatigue"), migraine ("migraine") and iron deficiency ("iron deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, menorrhagia, hypersensitivity, vaginal discharge, urinary tract infection, vaginal infection, visual impairment, weight increased, fatigue, migraine and iron deficiency had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, iron deficiency, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2007' patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain., metrorrhagia, menorrhagia, allergy reaction nos, vaginal discharge, uti, vaginal infect, vision problem, weight gain, fatigue, migraine and iron deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- event injury to herself removed and new events chronic pelvic pain, abdominal pain, back pain, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), metorhagia (bleeding b/w periods), menorrhagia(heavy menstrual bleeding, allergic reaction nos, vaginal discharge, urinary tract infection, vaginal infection, vision problem, weight gain, fatigue, migraine and iron deficiency were added. Patient demography added. Updated suspected drug indication. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.